Manufacturer narrative:
It was reported that during the case, the spacelab anesthesia cart would turn off the EKG trace as well as the o2 trace. This was seen when using the footpedal or the handpiece. Both units were no plugged into same power source. The physician was able to complete the case. The MFR is awaiting return of the unit for eval. Once the investigation has been completed, a f/u report will be submitted.

Event description:
Turned off other equipment in operating room when activated.